Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece, measuring approximately 1.6mm x 3.4mm was not returned with the instrument. Visual inspection was performed and there was no damage to the snake wrist cables, housing and shaft. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted reconstructive surgical procedure, the tip of monopolar curved scissors instrument was locked in place but wobbly. It was not right enough to cut correctly. The procedure was completed with no reported injury.